Manufacturer narrative:
Results: lift housing bolts.

Event description:
It was reported by service report that the head end lift won't go all the way down. No patient involvement or adverse consequences are reported.